Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 13, 2025 and august 14, 2025. H11: the actual device was not available; however, ten (10) companion samples were evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the companion sample which included analysis at various points throughout the prime, pump calibration, and direct entry processes. The compounding cycle was completed with no bubble detected alarms or errors occurring on port 5. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1: initial reporter e mail (add). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked and bubbles were observed in the out let tubing. This occurred during delivery. There was no patient involvement. No additional information is available.